Event description:
Facility reports the following: one day following insertion of epidural catheter it became occluded and was removed. One-half of the tip was noted to be missing and was believed to be remaining in pt. Pt evaluated. Continues to be without motor or sensory deficits.